Manufacturer narrative:
Device evaluation: twenty-one smiths medical cadd extension sets were returned for analysis in an unused condition. Visual inspection was performed under normal conditions of illumination. Functional testing was also performed on all returned samples using the hydrostatic vessel in order to detect any leaks and no leaks were detected. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information received indicating that a smiths medical cadd extension leaked within a week. No adverse effects reported.